Manufacturer narrative:
Additional information: a2, a3, a4, b5, b7, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, a hairline crack in the venous (blue) luer adapter was observed by the dialysis center. It was also stated that there was a leak at the blue (venous) luer adapter. At the time the catheter was implanted, there were no abnormalities. There was nothing unusual observed on the device prior to use. The catheter was flushed with 0.9% nacl before connection, and fluid leakage was found in the area of the crack on the thread. There were no other products being utilized with the device. There was no excessive force used on the device. Octenisept was the cleaning agent used on the device and typically utilized to clean the adapters. Tego was not utilized. There was no instrument used to loosen or tighten the device. By hand was utilized to tighten the adapters. The insertion site was wiped with a damp compress and octenisept prior to product placement. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. The patient was sent to the hospital for the catheter to be repaired by replacing the catheter attachment (luer adapter) with a repair set on the same day of the event as the remedial action and the intervention/treatment required as a result of the event. The treatment was completed. There was no blood loss, and no blood transfusion was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one catheter, with a crack on the threads of its venous luer adapter. It was reported that the luer adapter was leaking. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a3a, d9, g1, g3, h3, h6 h3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one catheter, with a crack on the threads of its venous luer adapter. It was reported that the luer adapter was leaking. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, a hairline crack in the venous (blue) luer adapter was observed by the dialysis center. It was also stated that there was a leak at the luer adapter. At the time the catheter was implanted, there were no abnormalities. They had to change the catheter attachment with a repair on the same day of the event. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis treatment, a hairline crack in the venous (blue) luer adapter was observed by the dialysis center. It was also stated that there was a leak at the blue (venous) luer adapter. At the time the catheter was implanted, there were no abnormalities. There was nothing unusual observed on the device prior to use. The catheter was flushed with 0.9% nacl before connection, and fluid leakage was found in the area of the crack on the thread. There were no other products being utilized with the device. There was no excessive force used on the device. Octenisept was the cleaning agent used on the device and typically utilized to clean the adapters. Tego was not utilized. There was no instrument used to loosen or tighten the device. By hand was utilized to tighten the adapters. The insertion site was wiped with a damp compress and octenisept prior to product placement. No ointment was used to the area. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. The patient was sent to the hospital for the catheter to be repaired by replacing the catheter attachment (luer adapter) with a repair set on the same day of the event as the remedial action and the intervention/treatment required as a result of the event. The treatment was completed. There was no blood loss, and no blood transfusion was required due to the event. The catheter has been in place for more or less eight months. There was no reported patient injury.